Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2010. His anatomical form was suitable, but the proximal neck was in an inverted funnel shape. The procedure went as labeled and the final angiography showed a proximal type I endoleak. The physician ballooned again the leak site, but it was not solved. He decided to take a wait-and-see approach and competed the procedure. The pt's condition is unk as not provided by reporter.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects: anatomical criteria, anatomical conditions, proper ballooning sites. The importance of an accurate deployment. Without images or additional info, we cannot determine if the pt's anatomical form was suitable for evar. The complaint correspondence indicates that the proximal neck had an inverted funnel shape. Per the IFU, key anatomic elements that may affect successful exclusion include an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length). The physician also added that the calcification may have contributed to the endoleak. Per the IFU, irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. We will notify the appropriate personnel (in-house) of the event and continue to monitor for similar complaints.